Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.

Event description:
It was reported that during testing at the user facility, the device overheated. There was no pt involvement and no adverse consequences alleged with this event.